Event description:
It was reported by the customer that a pyxis medstation system is not communicating. The customer stated that the patient is not showing on the medstation es. The it confirmed that the patient is showing on the es server but not on the station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a communication issue. The technical support specialist stated that setting are modified to make the patient active from inactive. The system functioned as intended after troubleshooted the device.